Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Clarification was received, indicating that the reporting facility cannot determine which medical device may to have contributed to the event. It was noted that no samples can be provided. The surgery was uneventful, there were no new members of the sterilization team, and there had been no recent changes in procedures. The patient's other eye had been operated on 15 days before, and the postoperative recovery had been completely normal.

Manufacturer narrative:
Product investigation: the product was not returned for analysis. Results from the product & sterilization history records review indicated that the product met release criteria. As the product was not returned for investigation, we are unable to confirm the reported complaint. Based on the results from the product, batch and sterilization history record, the product met release criteria. Product information associated with the related case from the facility (reference (B)(4)) was reviewed; there was no correlation between associated product identified. There have been no other complaints for the lot. The manufacturer internal reference number is: (B)(4)

Event description:
An ophthalmic surgeon reported that three days following a cataract removal with intraocular lens (iol) implant procedure, the patient presented with endophthalmitis. Corneal edema, retinal detachment, vitritis, hypopyon and fibrinous deposits on the implant were noted. The patient was hospitalized for six days and was treated with intravenous and intravitreal antibiotics (three intravitreal treatments in total). Vitrectomy was performed on (B)(6) 2017. It was indicated that the outcome of the event was loss of the eye. This is one of two reports being filed for the same facility.